Manufacturer narrative:
The customer contacted a siemens customer care center and reported that their quality controls (qc) were recovering low. A siemens customer service engineer (cse) was dispatched to the customer site and performed preventive maintenance and instrument decontamination with bleach. On (B)(6) 2018, the customer installed a new chemistry calibrator lot 153808. The customer reported that they recovered discordant results on patient samples. During the follow-up visit, the cse replaced the sample mixer 1. On (B)(6) 2018, the cse revisited the customer site and collected water cultures from the instrument. The customer notified siemens that the water cultures indicated the presence of bacterial contamination. During the follow-up visits, the cse ran a full system decontamination using clorox bleach. After decontamination, all reagents and bulk solutions were replaced and fresh calibrations and qc were run. Due to the reoccurrence of the issue, the cse revisited the customer site and decontaminated deionizing (di) water unit. The instrument was also decontaminated using microclene. The customer adjusted the calibrator value. The customer stated that the issue has resolved. A siemens headquarters support center (hsc) specialist reviewed the event data and concluded that it is not a reagent lot or method issue. The data is consistent with instrument related issues due to presence of bacterial contamination. The presence of bacteria in the system water can result in inconsistent recovery. As the contaminated water is pumped through the instrument, probes, cuvettes and reagents are subsequently contaminated. This impacts the assay performance and can result in inconsistent and inaccurate recovery for both patient samples and qc. The cse performed multiple full decontaminations and with each attempt, result recovery improved until the reagent systems were decontaminated due to the remaining bacterial contamination in the system water. The final decontamination performed by the cse was done using microclene which is the recommended solution for decontamination. In addition, the cse decontaminated the source water coming from the deionizer water unit. An internal investigation was performed to verify the performance of chemistry calibrator lot153808 and the investigation results showed that the shift in the chemistry calibrator performance with qc material and patient samples is within stated guidelines. The calibrator is performing as expected. The hsc specialist concluded that the cause of the discordant patient results and shift in qc recovery observed by the customer were due to instrument related issues caused by bacterial contamination. MDR 2432235-2018-00056 is filed for the same issue.

Event description:
The customer reported discordant patient results for enzymatic creatinine (ecre_2) and calcium (ca) on an advia 1800 instrument after implementing a new chemistry calibrator lot 153808. The patient samples were previously run on (B)(6) 2018 using chemistry calibrator lot 807936d on an unknown instrument, and the results were higher than that obtained on advia 1800 instrument (s/n: (B)(4)). The samples were repeated on an alternate advia 1800 instrument, which resulted higher than that obtained on s/n: (B)(4). It is unknown which results are considered correct and reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant ecre_2 and ca results.

Event description:
The results obtained using calibrator lot 807936d was reported to the physician(s).

Manufacturer narrative:
The initial MDR 2432235-2018-00057 was filed on (B)(6) 2018. Additional information (20-mar-2018): the results obtained using calibrator lot 807936d was reported to the physician(s). Section has been updated with this information.